Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
The distributor reported on behalf of the user explaining that a (B)(6) child had the listed tracheostomy tube in situ when the device broke. The flange reportedly detached from the cannula. The child's mother performed an emergency tracheostomy tube exchange. While doing so, a jagged piece of the broken tracheostomy tube scraped the child's stoma; it was reported that the stoma did not endure serious injury. It is unknown how many times the tracheostomy tube had been reprocessed before it became damaged, but it was reported that it was not its initial use.